Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used during a procedure to treat varicosity performed on (B)(6) 2023. During preparation, when using the device, it was found that the ligator had no suture. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detached suture. Block h10: the returned speedband superview super 7 was analyzed (handle and ligator housing), and a visual evaluation noted that the ligator housing returned with two bands attached. The suture thread was unfolded from the ligator housing, and it still had two bands attached. The handle slot had the trip wire inserted. The suture thread was in good condition and contained seven knots. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture detachment was confirmed. Upon analysis, it was found that the suture thread was unfolded from the ligator housing, and it still had two bands attached, indicating a detachment of the suture thread. It is possible that during the procedure, an incorrect application of tension to the suture thread at the time of deployment may have caused the detachment. This situation also implies that the bands were not deployed correctly. It is also possible that the technique used or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detached suture.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used during a procedure to treat varicosity performed on (B)(6) 2023. During preparation, when using the device, it was found that the ligator had no suture. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.